Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the pump shut off unexpectedly. The customer's blood glucose ranged between 173-225mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.